Event description:
It was reported that the patient has hoarseness and her vocal cord is paralyzed. The patient claims a physician diagnosed her 2-3 years ago. It was stated that the surgeon checked and nothing is wrong with the vocal cord. And per the neurologist for the hoarseness, there is nothing wrong with the vns or its function. The neurologist stated to the patient this is a common side effect. The patient states that the hoarseness starts when she has a conversation that lasts longer than 5 minutes. She then remains hoarse and it is continual. The physician's assessment is that the hoarseness is not stimulation related. The patient also complained of shortness of breath and wanted the vns turned down. The physician turned down the vns output current down. This was due to patient request and for patient comfort and not for the alleged shortness of breath. The physician assessment was that she was not having shortness breath, but was seeking attention. As a result of the shortness of breath, the patient¿s seizure activity increased. The physician's assessment was that the increase seizures was due to turning down the vns. Device diagnostics are within normal limits. No lead impedance has been found after multiple tests over multiple visits per her neurologist. For the allegation from the patient of vocal cord paralysis, the patient claims her ent told her 2-3 yrs ago that her vocal cord was paralyzed. The surgeon said that he does not believe there is any vocal cord paralysis. He said that the patients vocal timbre, pitch and tone are all very normal and there is no apparent sign of any vocal cord paralysis. He again said that he believes this complaint is due to psychological issues and not related to vns or any actual vocal cord paralysis. However, it¿s not clear if the patient was diagnosed with vocal cord paralysis by a physician or just thinks she has it based on the hoarseness and follow-up will be needed. No additional information has been received to date.